Manufacturer narrative:
Article citation: bhupinder, s, furgensen-rauch, a, pace, e et al. Breast implant¿associated anaplastic large cell lymphoma: review and multiparametric imaging paradigms. Radiographics 2020 vol. 40, no. 3. The event of lymphoma - alcl suspected, seroma-late, and lump/mass are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl suspected.

Event description:
Through journal article "breast implant¿associated anaplastic large cell lymphoma: review and multiparametric imaging paradigms," healthcare professional reported a patient with "mass-forming bia-alcl... With a right upper inner breast lump." "Transverse us image shows a corresponding 3-cm mass at the edge of the external capsule of the implant at the 2-o¿clock position." "Craniocaudal mammogram shows the implant; the mass lesion and peri-implant effusion are occult." "Axial gadolinium enhanced fat-saturated breath-hold volume mr image shows a large implant-associated lobulated mass with a central necrotic area and intense rim enhancement infiltrating the pectoralis major muscle and threatening the intercostal muscles." ¿sagittal short inversion-recovery (stir) image shows the mass infiltrating the pectoralis major muscle and threatening the intercostal muscles.¿ us-guided core biopsy demonstrated bia-alcl with large atypical cd30-positive cells; marker of alk- has not been reported. A total capsulectomy was performed. Affected side is right. The device has been explanted.